Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative "during an ovarian ligament, the bottom of the jaw gleamed in red (sparking or high heat). After that sparks discharged to another instrument operating 2cm away from the complaint product. Therefore, the surgeon stopped using the complaint product." Power output was 25w. No injury to the patient was reported. Components: pm438r, pm450r, pm973r, gk281.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope. (B)(4). We made a microscopic inspection of the jaw. Here we found cracks in the insulation ceramic. The root cause of the problem is most probably usage related. The ceramic insulation was most probably damaged by incorrect handling (during reporcessing or during surgery). The IFU points out the careful handling of the instrument, especially the tip/jaw. Because of the 100% insualtion testing during manufacturing and the fact, that the instrument is more that two years old, a material failure or a manufacturing error can be excluded. No CAPA is necessary.